Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that low, out-of-range right atrial (ra) impedance measurements triggered a lead safety switch on this pacemaker. Noise had been reported on the ra channel, but was not reproducible. The unipolar pacing led to upper rate pacing and the patient complained of heart palpitations. Device settings were changed to optimize device behavior. No adverse patient effects were reported. Remains in service.